Manufacturer narrative:
Diopter: +22.00 se/2.0. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Method: evaluation method: lens work order search. Evaluation results: a lens work order search revealed one similar complaint within the work order. A visual inspection of the returned product found half of the lens torn in half. Piece of plate haptic is torn off nd missing. There was evidence of clear surgical residue on lens surface. Conclusions: based on the complaint history and lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl +22.00 se/2.0 diopter silicone single piece lens with toric optic. The lens tore on insertion into the eye. The lens was removed with no incision enlargement and no suture required. A backup lens, same model and size was implanted with no injury to the patient. Cause of this incident is unknown. No lot numbers were provided.

Manufacturer narrative:
(B)(4).